Event description:
During index procedure, the patient had 2 endeavor drug-eluting stents implanted - one in the lad and one in the 1st diagonal. The patient also had one non-mdt stent implanted in the lad. Approximately 3 months post index procedure, the patient was hospitalized due to gi bleed. Investigator indicated that the event was not related to the device. Approximately 11 days later, patient was diagnosed with gi bleed and clopidogrel was stopped for 5 days. Investigator indicated that the event was not related to the device. Approximately 5 months post index procedure, ((B)(6) 2010) patient was hospitalized due to stenosis which was treated by a target vessel revascularization (details unknown). Investigator indicated that the event was not related to the device. Approximately 36 months post index procedure, patient hospitalized due to gi bleed. Investigator indicated that the event was not related to the device. Patient was on dapt at the time but clopidogrel was withdrawn as treatment.

Manufacturer narrative:
A non medtronic stent was used during the previously reported target vessel revasculariztion of the lad which occurred approximately 5 months post index procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient suffered from a gi bleed one day later than that previously reported.

Manufacturer narrative:
Evaluation results, conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).